Event description:
It was reported to us that during clinical study, renal artery dissections and later development of renal artery stenosis has occurred in four study patients who received renal sympathetic denervation. The objective of this study is to compare catheter ablation of af plus catheter-based renal sympathetic denervation to catheter ablation alone (usual therapy) for af recurrence in patients with a history of significant hypertension undergoing catheter ablation of atrial fibrillation. The dsmb released its report (dated (B)(6) 2014), which indicated that based on its review of subject experiences to date, it recommended that randomization of patients to the intervention arm of the study be halted until the investigators have an opportunity to review the cases in which these events occurred to identify potentially correctable causes and develop a strategy to reduce the risk of vascular complications. The investigators indicated that they have halted enrollment immediately and will be examining the data closely to determine further steps. On august 15, 2014, additional information was received regarding this event and found that the renal artery stenosis was discovered six months post-procedure, during a renal ultrasound. The local investigator opinion regarding the cause of this adverse event is related to the procedure (renal sympathetic denervation). There was no malfunction with the bwi catheter during the procedure. The patient had a history of persistent atrial fibrillation and hypertension. The patient underwent renal artery angioplasty and stent placement one month post-diagnosis. The procedure was completed successfully and the patient was discharged later that day. This report covers patient (B)(4) (# 2).

Manufacturer narrative:
The product is not available, therefore, no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. (B)(4).